Event description:
The customer reported the cine function and subtraction functions are not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the system software and calibration files. The system operates as intended.